Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: a visual inspection of the pump revealed moisture damage observed in the battery compartment and behind the display lens. The battery compartment was cracked from threads to the case seal along grip pad causing a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.